Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a cyclosporine (205 mg / 250 ml) infusion with a programmed rate of 10.4 ml/hr infused faster than expected. The 250 ml bag was expected to infuse over 24 hours for a patient on the leukemia and bone marrow transplant unit. The nurse noted that the drip rate was much faster than programmed rate of 10.4 ml/hr. The module was paused but the fluid continued to drip. Engaging the roller clamp stopped the flow. The set was then moved to a new channel. The drip rate still appeared to be faster than the programmed rate. The module was paused but the fluid continued to drip. Engaging the roller clamp stopped the flow on this module. The patient was required to receive the entire dose of medication. The physician was notified and decided to continue the infusion at a lower rate with the event devices and set. Once the infusion completed, the pump was then sent to biomed without opening the channel door. No patient harm was reported.

Event description:
It was reported that a cyclosporine (205 mg / 250 ml) infusion with a programmed rate of 10.4 ml/hr infused faster than expected on two different channels. The 250 ml bag was expected to infuse over 24 hours for a patient on the leukemia and bone marrow transplant unit. The nurse noted that the drip rate was much faster than the programmed rate of 10.4 ml/hr. The module was paused but the fluid continued to drip; the flow was stopped by engaging the roller clamp. The set was then moved to a new channel, and the drip rate again appeared to be faster than the programmed rate. The module was paused but the fluid continued to drip, and was again stopped by engaging the roller clamp. The physician was notified and the infusion continued at a lower rate with the same event devices and set. To complete the infusion. The pump and disposable set was then sent to biomed intact without opening the channel door. No patient harm was reported.

Manufacturer narrative:
The customer¿s report that a programmed infusion infused faster than expected was confirmed. Visual inspection of the set noted no damage or any anomalies. Physical inspection of the device noted the instrument seal intact. Review of the log analysis showed pump module s/n (B)(4) on (B)(6) 2019 at 3:57 pm, the user programmed pump module (s/n (B)(4)) as a custom concentration for the drug cyclosporine, drug ID=103 for a 24 hour infusion. At 3:57 pm the user started the infusion program which began infusing at a rate of 10.4167ml/hr (10.4ml/hr) with a vtbi of 250ml. The pump module was powered off at 4:07 pm and was removed a short time later. The total volume infused was recorded as 1.16ml. During the infusion a flo-stop open and patient side occlusion alarms occurred that were restarted by the user. No error codes occurred during the infusion. At 4:08 pm, another infusion of the drug cyclosporine drug ID=103 was programmed on pump module (s/n (B)(4)) as a 24 hour infusion. The programming parameters as noted above were used. The user started the infusion program a short time later which began infusing at a rate of 10.4167ml/hr (10.4ml/hr) with a vtbi of 250ml. On (B)(6) 2019 at 8:38 am the pump module was powered off and the unit was removed. The total volume infused was recorded as 45.804ml. During the infusion a series of air-in-line alarms occurred that were followed by flo-stop open alarms. No error codes occurred during the infusion. Rate accuracy verification found the devices to be within specification. Dimensional analysis was performed and the silicone segment was found to be significantly more eccentric (out of round) with the wall thickness (max/min) out of specification. Non-uniform wall thickness can lead to non-uniform tubing collapse and orientation of the wall thickness uniformity can contribute to a failure to fully occlude the line. The root cause of the customer¿s report that an infusion program of cyclosporine infused faster than expected was due to an eccentric (out of round) silicone tubing of the pumping segment.